Manufacturer narrative:
The referenced cord has not been returned to olympus for evaluation; therefore the exact cause of the reported event could not be determined at this time. However, the instruction manual provides warning which states, ¿position the device cord to avoid contact with other leads and the patient¿ and ¿during the procedure, check the devices, cord, and adapter regularly for signs of breakage, fragmentation, or degradation.¿ if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, sparks appeared on the active cord during activation. There was no delay during the procedure. The cord was replaced with a different cord and was used to complete the intended procedure with no issues. There was no patient injury reported. The cord was not inspected prior to use, however, after the sparking occurred the end of the cord was noted to be faulty. The location of the sparks was not specified but the cord will be sent in for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history records (DHR) review. In place of a DHR review the receiving inspection records for the concerned lot was reviewed. There was no deviations or non-conformances regarding the manufacturing and shipment of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the received condition found the cord insulation appeared to be twisted exposing internal wiring at the generator side plug (the gold pin). However, the cable passed the continuity test. There are traces of discoloration on the plug pin, but no burn marks or charring deposits were found on both connectors. The black connector that attaches to the working element appeared to be normal. The contact pins of both connectors were sufficiently fixed into the test generator adapter and the working element without an issue. Furthermore, the cable was tested and there was no spark that occurred during activation. The internal wirings are still intact. The cause of the reported event could not conclusively be determined since the concomitant devices were not returned along with the cord for evaluation. However, based on similar reported events, user handling cannot be ruled out as a contributing factor of the reported event.